Event description:
It was reported to philips that the system geometry movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and rescheduled. It was reported to philips that system geometry movements were not available. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and reviewed the remote alert: enable movement (enmv) is active during system startup, which prevents geometry movements. The rse found the cause was activating one or more buttons/joysticks on one of the geometry (geo) modules, however user was not clear if buttons were pressed accidentally. To resolve the issue, the rse instructed users to clean the geo module in case any object stuck to avoid issue re-occurred. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.